Manufacturer narrative:
(B)(6). (B)(4). Unknown devices of multiple part/lot numbers were implanted during the procedure including: part: 876-815 / lot: unknown (x4) although it is unknown if any of these devices contributed to the reported event, we are filing this MDR for notification purposes. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent and acdf procedure at c5-c6. Post-operatively, the following events occurred: "ae onset date: (B)(6) 2004 ae description: neck pain and headaches (severe) after working with sheet rock and mud and doing overhead activities medication: yes other treatment: MRI <(>&<)> mra additional treatment: vioxx 50mg for 2 weeks description: patient has possible pseudoarthrosis at fusion site post op visit date- (B)(6) 2005 medication: yes injection: cervical facet block c5-c6 other treatment: cervical x-rays additional surgery: posterior cervical fusion additional surgery date: (B)(6) 2005 hospitalization: yes additional treatment: patient had posterolateral cervical fusion. C5-6 with nonsegmental instrumentation <(>&<)> autologous bone graft to treat pseudoarthrosis from the anterior cervical c5-6 fusion ae outcome: pending additional comments: patient is having increased neck pain on left side. Pain is primarily surgical post op pain. Patient is to return for follow up in a few weeks. Post op visit date-(B)(6) 2005 description: patient continues to have posterior neck pain. Additional comments: patient's condition is improving remarkably post op visit date- (B)(6) 2005 medication: yes other treatment: xrays description: patient had a non union at c-5/6 requiring a posterior spinal fusion. Patient is now almost 3 months post op and doing very well and wants to return to work. Patient does still have some neck pain. Additional comments: patient is still not smoking and doing well. Patient will follow up in 3 months regarding his posterior fusion. This is routine. Post op visit date- (B)(6) 2006 treatment: ; medication: yes referred to specialist: yes additional treatment: pt. Is being seen in pain management clinic. Ae outcome: pending description: pt. Continues to have neck pain and now upper extremity symptoms of pain and numbness additional comments: xrays show both anterior and posterior fusion to be solid. Post op visit date- (B)(6) 2008 injection: cesi on 1-12-07 at c5-c6 additional treatment: axial neck pain and headaches continue with shooting pain and numbness on lt. Side of c-spine. Occasionally awakens him but is intermittent. Cesi completed with 1ml of 80/mg/ml of depo-medrol, 1ml of 1 percent lidocaine description: will follow-up on symptoms in 12 months. Patient feels 80 percent better since surgery" no further information was reported.